Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component code 430 relates to the device problem codes 1339 and 2522 for the evaluation findings of wire kinked and wire failed to align. The device component code 3038 relates to the device problem code 1339 for the evaluation findings of catheter kinked. A visual examination of the returned device found that the entire working length was twisted and presented multiple kinks. The distal tip with the exposed cutting wire was severely twisted and the exposed cutting wire was bent similar to a spiral. A functional evaluation found that the device met the minimum bowing specification; however, due to the misaligned wire and twisted tip, the device bowed to the right and not in plane. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the bent and twisted cutting wire and working length are likely due to customer usage/handling. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during a papillotomy procedure on (B)(6) 2011. According to the complainant, during preparation for the procedure, it was noted that the tip of the device was twisted and not able to be used. No visible damage was noted to the packaging of the device. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable. Based on the device analysis, which indicates that working length was kinked and the device failed to bow in plane (misaligned), this is now considered a reportable event.